Event description:
A radial edge was used for a diagnostic bronchoscopy. During the procedure, the forcep detached as the result of a broken pull wire. The procedure was completed with another device.